Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex machine had a broken rear wheel. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was observed that both rear wheels were broken. Both wheels were replaced including the twin wheel caster. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.